Event description:
Alleged event: healthcare professional reported "deflation" and "textured to smooth due to the patient's concern of the product" of a non-abbvie device. This record is for the left side. The device was explanted.